Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) coiled piece (seal) came out of the device after step 2 when they were removing it. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 02/22/2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. While it was reported that there was no patient involvement, s igns of clinical use and evidence of blood was observed on the loading device. The delivery device was returned inside the loading device but not in its recommended position just below the "2" printed on the delivery device and with the seal visible in the loading device window . The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The white plunger was not depressed and the blue slide lock was not engaged. The seal and tension spring assembly was removed from the loading device. There were no visual defects observed on the seal. No cracks or delamination was observed on the seal. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed. The lot # 25155223 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) coiled piece (seal) came out of the device after step 2 when they were removing it. A replacement device was used to complete the procedure. No patient involvement.